Event description:
It was reported that 372 days after implantation of a 3.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 100% with timi iii flow was reported. A 3.0x12mm maverick balloon was use to pre-dilate the lesion. A 7-french medtronic export aspiration catheter was used to extract a "large clot." A 3.5x16mm taxus stent was then deployed in the lad in the region of the lesion. The stent was post-dilated with a 3.5x8mm quantum balloon. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received heparin, integrilin, metroprolol, lopressor, neosynephrine, and intra-coronary nitroglycerin during; and plavix, aspirin, lisinopril, and beta-blockers after the procedure. Following percutaneous coronary intervention, the patient was placed on an intra-aortic balloon pump. There were "no complications." The pt presented 372 days after the initial procedure with an 80% in-stent restenosis in the mid lad. The "hazy in-stent segment" was aspirated with a 7-french medtronic export aspiration catheter, however, no clot was retrieved. Intravascular ultrasonography (ivus) was performed revealing a "6mm length of in-stent restenosis." A 3.75x13mm cypher drug eluting stent was deployed in the lad in the region of the lesion. The stent was post-dilated with a 3.75x8mm quantum maverick balloon. Subsequently, ivus revealed an increase from 2.6mm to the second power to 4.4mm to the second power in vessel cross sectional area and "good stent apposition." A post-intervention residual stenosis of 0% with timi iii flow was reported. The pt received plavix before; intra-coronary nitroglycerin, nicardipine, and heparin during; plavix and aspirin after the procedure. There were reportedly, "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8679389 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.